Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the o2 sensor to fail calibration. The o2 sensor was installed into the lab use only (luo) epgs and failed calibration three consecutive times. The o2 sensor was found to not operate as expected.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with the heart lung machine (hlm) electronic patient gas system (epgs). Before bypass, the oxygen (o2) sensor failed the first calibration, but then passed the second attempt. During bypass, the o2 sensor triggered a recalibration twice. The unit was not changed out, there was no delay or blood loss, and the surgery was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) the oxygen (o2) sensor failed the first calibration but passed the second o2 calibration prior to cpb. During cpb the o2 sensor failed twice triggering a recalibration. An external blender was made available should it be needed during the case but it was not utilized. The fsr verified the reported complaint. There was an event code in the data logs that showed the measured fraction of inspired oxygen (fio2) did not match the blender position. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) kept recalibrating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences.